Event description:
Customer reported via phone call that they dispatch to emergency room due to high blood glucose level and low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and high blood glucose was 400 mg/dl. It was unknown the symptoms related to high and low blood glucose. It was unknown insulin pump system within 48 hours of reported high and low blood glucose event. It was unknown the auto mode feature was active or not at time of high and low blood glucose event.. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the event has been updated in the description summary and provided in b5 section of this report.

Event description:
It was reported that the customer had a low on (B)(6) 2022. The customer might have been below 40mg/dl. Not treatment was mentioned. Customer then had a high blood glucose on march 7, 2022 and went to the emergency room for the high. The customer might have been had high blood glucose 400mg/dl. It was unknown the symptoms related to high and low blood glucose. Customer said she was ill/had bladder infection and that was why she went the emergency room and why her blood glucose was high. She was treated with saline. It was unknown insulin pump system within 48 hours of reported high and low blood glucose event. It was unknown the auto mode feature was active or not at time of high and low blood glucose event. The customer will discontinue the use of device. Please see (B)(4) for the hyperglycemia on (B)(6) 2022.